Manufacturer narrative:
The pump was received with motor error alarms during the rewind due to an out of phase motor encoder signal. We were unable to perform the operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests, or verify the motor position encoder error alarm due to the motor error alarms.

Event description:
The customer reported via phone call that they received emergency medical treatment due to high blood glucose on november 11, 2019 with blood glucose level of 600 mg/dl. The customer was treated with injections in the emergency room. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer also reported that the insulin pump had multiple motor error alarms but they were able to clear the alarm and complete the rewind process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was 600 mg/dl. Customer stated insulin pump had motor error and they were able to rewind insulin pump. The customer was treated with injection, went in emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.